Event description:
Information was received that this smiths medical cadd solis vip pump exhibited continuous alarm "cannot start with air in line." No reported adverse effects.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on 09-jul-2020. It was reported that the event occurred during bench test and no patient involvement reported. Device evaluation: one cadd solis vip pump, was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to duplicate customer's reported problem by running the pump with customer's returned program. Investigator's visually inspected the pump's event history logs which showed "cannot start pump, pm medium alarm acknowledged" messages. Investigation recommend reinstalled software applications as a preventative measure. The problem source of the reported problem is unknown.